Event description:
It was reported that the patient had a basilar tip aneurysm which was occluded with coils. An unspecified number of days post procedure, the coil (subject device) migrated out of the aneurysm. An unspecified type of medical intervention was performed. The physician's opinion that was reported indicated that the event was not related to the coil and was more related to the aneurysm itself. No further information is available.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the patient had a basilar tip aneurysm which was occluded with coils. An unspecified number of days post procedure, the coil (subject device) migrated out of the aneurysm. The physician's opinion that was reported indicated that the event was not related to the coil and was more related to the aneurysm itself. No further information is available.